Event description:
During a remote follow-up, post-paced t-wave episodes (pptwos) episodes due to fusion were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been completed. The patient is stable and will continue to be monitored.